Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 35-year-old male patient with no previous cardiac history treated with impella cp due to chest pain and previous resuscitation. Ventricular tachycardia was noted at home and return of spontaneous circulation was achieved at. ECG showed anterior st-elevation myocardial infarction. Patient transferred to catheter laboratory and hcp performed percutaneous coronary intervention. Left ventricular ejection fraction was measured at 30-35 %. During pci procedure while advancing the guide catheter it went into the left ventricle, which resulted in the patient being asystolic. Cardiopulmonary resuscitation was performed and return of spontaneous circulation achieved. A temporary pacemaker was placed and hcp decided to support patient with impella cp as further pressures were needed to sustain the patient. Patient on intensive care unit, where a colouring of urine was noted, which cleared up to lighter red and output also slowed down. No alarms were noted on system during this time. Following this hcp noted further decrease in urine output and also concerned about right heart failure. Considering continuous renal replacement therapy due to the young age of patient. Patient two days after pump placement suddenly woke up from sedation and dislodged the placed swan ganz catheter as well as the impella pump needed to be repositioned as the pigtail was stuck in the mitral valve papillary muscles. Patient experienced alarms for positioning when back on intensive care unit and pump needed to be reposition under echo. Hcp initiates crrt due to continues low urine output. Further levosimendan initiated due to further increase cardiac contractility. Patient transferred to different hospital and experienced an controller failure alarm on automated impella controller while in flight. Patient decompensated and needed increased vasoactive inotropic drug support. Alarm resolved after flight and aic to aic transfer was performed without issue. Further decompensation in intensive care unit and alarm on aic of unknown position and position in aorta. Alarms resolved, but decision was taken to cannulate the patient for extracorporeal life support. Further that day leg with impella access site was noted to be cooled and mottled. Patient developed a fever and remains critical. Patient then switched to impella 5.5 and ecls support on day 8 of impella cp support - impella cp support was continued beyond the recommended 4 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event. Patient developed signs of north-south syndrome and hypotension while on impella 5.5. And ecls support. Patient remained critical and on support of impella 5.5. And ecls for 10 days and ultimately expired on support. The use of multiple mechanical circulatory support systems, such as combined impella and extracorporeal circulatory life support (ecls) therapy, is associated with an increased risk of adverse events due to the cumulative complexity of the support strategy and the additive device-related risks. The use of multiple mechanical circulatory support systems, such as combined impella and extracorporeal circulatory life support (ecls) therapy, is associated with an increased risk of adverse events due to the cumulative complexity of the support strategy and the additive device-related risks. Death was conservatively coded to the impella 5.5, however it was most likely due to underlying disease complexity and not device-related." During impella cp support an a medical transport flight, there was an issue with the automated impella controller (aic). The transport crew contacted an abiomed representative to check on a controller error alarm. Crew reported that there was an active controller error alarm and the patient decompensated, resulting in an increase in vis medication. The patient was decompensating and required increase in vis . The abiomed representative suggested that the alarm may have been triggered by altitude and may resolve once they are below 8000 feet. The abiomed representative recommended notifying the destination center to have a console ready as soon as they land, if the alarm does not do away. The alarm resolved while in-flight and there were no further mentions of it. An aic exchanged was completed later that day without issue and the originating center was notified about the issue that occurred their aic. During impella cp support, the patient experienced issues with the device in the wrong position. Less than two days into support, the physician decided to take the patient back to the cath lab for a swan replacement and impella repositioning due to the pigtail being stuck under the papillary muscles. Once the patient was back in the ICU, there were placement signal low alarms and a bedside echo was used to reposition the impella again. A week later, the physician retracted the impella's position under echo guidance.

Manufacturer narrative:
B1. Brand name corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Investigation could not be conducted due to no product returned.

Event description:
Additional information was received that reported "transport crew called during flight to check on controller error alarm. Explained this may have to do with how high they are flying and might resolve once they are below 8000 ft. If the alarm does not go away, then they need to notifying receiving facility to have console ready as soon as they land. Alarm resolved while in flight."

Manufacturer narrative:
B5. Additional event description added.